Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint and completed the failure analysis (fa). The medium-large clip applier instrument was analyzed and was found with one grip severely bent, causing a misalignment of the grips. As a result, the clip could not be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the medium-large clip applier instrument to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not firing the clip fully. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the clip never fell into the abdomen. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The customer continued with the procedure with a backup instrument.